Manufacturer narrative:
The device subject of the event was not available for evaluation. Without the return and evaluation of the device, the cause of the reported event cannot be determined. The user facility was unable to provide the lot number for the defendo disposable biopsy valve; therefore, a review of the device history record could not be performed. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that fluid sprays from the top and bottom of their defendo disposable biopsy valve cap. The fluid was reported on the floor and "splashed" on an employee. No report of injury or procedure delay.